Event description:
The device was used during a bifurcation prosthesis procedure. Reportedly, the suture broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.